Event description:
A surgeon reported a pt within an area of the flap that was not cut, with extra air bubbles around it following the creation of the flap in both eyes; surgeon tried to lift the flap on the right eye but had difficulties opening the area near the hinge. The right eye procedure was completed successfully. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).